Event description:
It was reported an asymptomatic patient presented via (B)(6). P-wave undersensing was observed. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.